Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument and instrument data, the fse discovered a disconnected aspirate tube, which he replaced. The fse then ran controls and all were within range. The instrument is performing within specifications. No further evaluation of the device is required. The advia centaur xp tni-ultra instructions for use states, "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Discordant advia centaur xp troponin results were obtained on multiple patient samples. It was discovered that an aspirate tube had become disconnected on the analyzer, therefore the samples run during the time period identified were re-run and corrected reports were generated. Two patients were admitted to the hospital. There are no known reports of adverse health consequences due to the discordant troponin results.